Event description:
Healthcare professional reported a right implant rupture confirmed by MRI. Device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported a right implant rupture confirmed by MRI. Healthcare professional additionally reported "suspected rupture of breast implants inserted seven years ago," "heavy feeling and discomfort in the right breast," "linguine sign indicating intracapsular rupture on the right," and "some small, common cystic formations." The event of "some small, common cystic formations" is not device related. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on the posterior side assessed as unidentified (tear) opening (shell thickness within specification). Pain: unable to observe as it is a medical event not related to the device. Cyst -ndr: not applicable as the event is not related to the device. Additional observations: creases are observed. Wear abrasion observed on the device.

Event description:
Healthcare professional reported a right implant rupture confirmed by MRI. Healthcare professional additionally reported "suspected rupture of breast implants inserted seven years ago," "heavy feeling and discomfort in the right breast," "linguine sign indicating intracapsular rupture on the right," and "some small, common cystic formations." The event of "some small, common cystic formations" is not device related. Device has been explanted.